Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/24/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 31jul2019, date of report : 01aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition board and flow sensor assembly and the issue was resolved. The unit passed performance verification testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 16oct2019. Date of report: 16oct2019. The data acquisition (da) board was returned for failure analysis. The da board revealed no signs of damage or contamination. During investigation, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 18oct2019. Additional testing was performed and it was determined that a u1 component on the flow sensor was out of specification which resulted in the reported flow error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.